Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative (rep) regarding their implantable neurostimulator (ins). It was reported the patient was complaining of a "sticking or needle-like sensation at the stimulator site". There were no environmental, external, patient factors known at this time. The hcp was seeing the patient today to assess the issue. No actions were taken to resolve the issue at this time. The doctor will assess which side is affected, run electrode impedances, assess therapy efficacy, and palpate on area if needed to reproduce the sensation. The issue remained unresolved. No further complications were reported as a result of this event.